Event description:
It was reported that a few hours post-op of an unknown procedure, the patient had a secondary hemorrhage. The device cut and stapled okay during the procedure. The patient underwent re-operation. The surgeon always does a blue test (leakage testing). The surgeon confirmed that the blue test was fine and the anastomosis looked well - well blood supplied and looked pinky. Additional information received on 08/19/2009: one surgery was due to polyp in small bowel, everything was fine during surgery. One hour after surgery bleeding occurred. Patient underwent re-laparoscopic surgery and is fine now. Received the following information on 9/10/2009: the patient was still in hospital. She will go directly to a rehabilitation hospital afterwards. Surgeon told explicitly: no blood thinners.

Manufacturer narrative:
Date sent: 09/11/2009. Information anticipated, but unavailable at this time.